Event description:
Boston scientific received information that this device and associated left ventricular (lv) lead displayed pacing impedances of greater than 2000 ohms. This system remains in service. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.